Event description:
A report was received that the patient had irritation from his spinal cord stimulator unit. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The physician did not think that the stimulation was the cause of the irritation and it was located in the patient's groin. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had irritation from his spinal cord stimulator unit. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 14983494, description: next generation anchor kit-sterile.